Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (rmt261416j/13258014, pxc141400j/ 13264854). After implantations, a proximal type I endoleak was identified. The physician performed touch-up ballooning on the proximal neck with a reliant balloon. As he performed the second touch¿up ballooning, the rupture of the aorta where the proximal flare laid occurred. It was reported that there was an over inflation. Open abdominal repair was performed whereby excluder devices were explanted, and the abdominal aorta was repaired with a surgical graft. The patient tolerated the procedure. On (B)(6) 2015, the patient expired. The cause of the death was reported as the mesenteric ischemia. It was reported that the patient did not have a shaggy aorta or significant thrombus in the aorta. The patency of the superior mesenteric artery was reportedly confirmed, and the physician suspected the embolization of the distal vessels that supplied blood to the bowel. The physician also stated that the catheterization may have contributed to the embolization, but the root cause was unknown.